Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent breast augmentation revision surgery with two unspecified textured gel implants experienced bilateral breast implants rupture, confirmed by mammogram and ultrasound, which was complicated with pain on the right side post procedure. It was also reported that the patient experienced late-onset seroma, the seroma was noticed (B)(6) 2020. The physician does not suspect bia_alcl. No tests were completed on the seroma fluid. As a result, patient underwent bilateral removal with no replacement on (B)(6) 2020. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual evaluation, it was observed a tear starting at the junction at the shell and patch and expanding to the posterior view, measuring approximately 6.4 cm. Microscopic examination was performed and the cause of the tear could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).